Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s sleep/wake button was unresponsive, with no tactile feedback or vibration when pressed, although the pump powered on when placed on the charging pad; after a guided restart through the ilet mobile app, the sleep/wake button became responsive and no further assistance was needed. Symptoms included no reported clinical effects. Outcomes included no impact on health, no alerts or alarms, and no need for medical care. Investigation included customer support troubleshooting and device restart via the mobile application. Investigation of this case revealed a transient user interface malfunction isolated to the sleep/wake button function that resolved after software restart, consistent with a recoverable device performance issue without component replacement. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software or user interface anomaly corrected by device reboot.